Event description:
Report received of no audible alarms. The pump was returned to the biomedical dept with an unsigned note that stated "no audio and does not beep." There was no tracking info; therefore, specific pt info, pump programming, or event details were not available. Though requested, no further info was provided.